Manufacturer narrative:
Physio-control has made multiple attempts to follow up with the customer regarding the status of their device, however has been unsuccessful and a reply does not appear to be forthcoming. The device was not returned to physio-control for an evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported to physio-control that when attempting to calibrate the device, it will not pass and the device logged an event code in its memory. The event code is related to a potential failure of the device to deliver defibrillation energy, if it were necessary. There was no patient use associated with the reported event.